Manufacturer narrative:
Concomitant medical products: 6947 lead, implanted (B)(6) 2011.

Event description:
It was reported that the quadripolar left ventricular (lv) lead was exhibiting undefined impedance in all vectors utilizing the proximal electrode. All impedance measurements not using the proximal electrode were normal. The pacing configuration was reprogrammed and the lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data was received and analyzed. Analysis of the data indicated the impedance on the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the high, out of range impedance was subsequently observed on multiple electrodes and that the lead possibly exhibited high thresholds. The lead remains in use.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that multiple alerts had triggered for undefined impedance with reprogramming having taken place. Thresholds had also reportedly become unstable. X-rays were taken and it was suspected that the lead¿s coaxial filaments had been damaged. The lead was explanted and replaced.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed and the distal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The interior superior vena cava defibrillation cable developed a fracture at the first rib/clavicle location while in vivo. The proximal conductor of the lead developed a fracture at the first rib/clavicle location while in vivo. The right ventricular defibrillation coil was fractured at the 1st rib/clavicle location. If information is provided in the future, a supplemental report will be issued.